Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly and subsequently the pump shut off due to insufficient power. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted from 40% to 0% within 12 hours. The customer¿s blood glucose level was 211-214 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.